Event description:
It was reported when a device was used during a rectumsigmoidectomy, it failed to fire after two cartridges. Another device was used to complete the case. There was no consequence to the patient.